Event description:
A user facility technical assistant reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed through the arterial line. It is unknown if blood leak test strips were used to test for the presence of blood. There is no indication from the initial report that there was defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury or medical intervention required as a result of this event. Additional information was requested, however, to date a response has not been received. It is unknown if the patient was able to complete treatment successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility technical assistant reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was originally reported as an external blood leak, however based on the photographs provided, this will be coded as an internal blood leak. The leak was visually observed by the header cap of the arterial line of the dialyzer. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: b3 correction: b5, h6 component code, h10. The plant investigation was completed and submitted in follow-up #1.

Event description:
A user facility technical assistant reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed through the arterial line. It is unknown if blood leak test strips were used to test for the presence of blood. There is no indication from the initial report that there was defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury or medical intervention required as a result of this event. Additional information was requested, however, to date a response has not been received. It is unknown if the patient was able to complete treatment successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. A photograph was provided. The photograph shows a dialyzer connected to the machine. There is blood visible on the outside of the fibers in the bell housing and body of the dialyzer and there is visible blood in the drain line. There was no damage visually noted that may have caused the internal blood leak. During the lot history review it was noted that there were four other complaints reported against the lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event with the provided photo. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
An update to the plant investigation is in progress. A follow up submission will be filed upon its completion.

Event description:
A user facility technical assistant reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak. The leak was visually observed by the header cap of the arterial line of the dialyzer. Blood leak test strips were not used to test for the presence of blood. There was no defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is unknown. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.